Event description:
Per medwatch report 39006-2000-0007 from customer: pt suffered radiation burn as result of fluoroscopy. Required medical intervention. No problem was found with the system and no other reports of this type have been reported on this equipment.